Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The no delivery alarm functioned properly. The insulin pump was received with normal operating currents and no unexpected off no power or low battery alarm noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that he was hospitalized due to high blood glucose. Customer's blood glucose at time of admission was 396 mg/dl. The customer was admitted to the hospital on (B)(6) 2016. Customer had a seizure and a stroke and the cause of hospitalization was diabetic ketoacidosis. Customer is still in intensive care unit. The customer was able to perform the high pressure test and the pump gave no delivery alarm. The customer was explained the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. Customer was advised that all the testing shows pump is working properly however due to the hospitalization the pump would be replaced. Customer requested for pump replacement.

Manufacturer narrative:
The pump passed the delivery accuracy test.